Event description:
It was reported that the customer experienced a blood glucose (bg) level of 50 mg/dl. Reportedly, customer delivered too much insulin via bolus as customer believes insulin was not absorbing. Bg was addressed via consumption of carbohydrates. The customer was instructed to consult with healthcare provider regarding bg level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.